Event description:
In 2004, the pt reportedly underwent scar exploratory surgery for unresolved pain at the implant site during which a scalp neuroma was excised. The pt was instructed by the surgeon to discontinue use of external equipment. However, the pt reportedly began using the external equipment. In may 2004, the pt developed a small ulcer at the implant site. The pt was treated with neosporin and instructed to discontinue use of external equipment. In may 2004, the pt was seen by the surgeon who noted that the pt had worn the external equipment and the ulcerated area was deeper although not infected. In july 2004, the surgeon decided to schedule surgery to explant the pt's device. The pt's device was explanted. According to the surgeon, the surgery went fine and the pt is healing.